Event description:
A prostate resection surgery was in progress when a portion of the insulated tip of the resectoscope sheath broke off. The fragment was easily retrieved from the bladder. No pt injury or other problems were reported.